Event description:
It was reported that during a laparoscopic appendectomy the device misfired. It was reported that the instrument locked on the appendix and would not release. The device was cut out of the tissue. The surgery time was extended by one hr. The case was not converted to open and the pt is recovering.